Event description:
Patient reported sensor burn marks with 3 marked blisters that are welted from the patch. Senor caught on fire and began smoking resulting in 3rd degree burns with scarring. Patient also had chest pain described as "stabbing sensation". Patient consulted a clinician and was prescribed a written antibiotic burn cream for medical treatment. Irritation to the entire electrode area. Biotel heart distributor provided additional information as they investigated their device stating: patient followed skin preparation regiment and instructions. Patient was offered lead wire adapter for device, but declined and no longer wants to wear the device. Device not available for evaluation at this time.

Manufacturer narrative:
Medico was emailed for their biocompatibility report. The results of the gel and adhesive (those which have direct contact with skin) were both found to be non-cytotoxic, non-sensitizing, and non-irritating. Medico also states they used approved suppliers that follow standardized qms and all raw materials are inspected when received in. Medico has stated that after review of their raw material and production records, there were no changes to the composition of the raw materials and no changes in production. A trend report shows there has not been a significant increase in skin reaction complaints over the past 3 years and the electrodes are sold worldwide. The IFU (on the pouch) states the electrodes are hypoallergenic and an electrode is only to be worn for less than 72 hours. A lot number could not be provided so a DHR review could not be conducted. Since the end customer (biotel heart distributor) reported the complaint, nissha medical technologies, the importer is also reporting the incident.